Manufacturer narrative:
D2b pro code (product code): dqy, lit.

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 8 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.